Manufacturer narrative:
As gore was unable to determine which device(s) caused or contributed to the event if any; additional device(s) implanted related to this event include the following as referenced in (B)(4): brand: gore® excluder® aaa endoprosthesis, product name: stent graft contralateral leg, catalog number: plc271200, lot/sn: (B)(4), UDI: (B)(4). Device not accessible for testing - the medical device(s) remain implanted and were therefore not available for return and evaluation no device problem found a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. Analysis of data provided by user/third party imaging was provided from the treating facility for consideration imaging evaluation: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Summary: one time-point available for evaluation: post-implantation cta dated (B)(6) 2022. There appears to be missing slice images at multiple locations throughout the submitted study. The spacing between the cta slices appears to be random. ((~4mm ¿ 10mm+)). Maximum rci diameter appears to be 29.3mm, with available imaging. Cannot confirm disease progression or increased diameters with one time-point. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2016 the patient underwent evar for an abdominal aortic aneurysm (aaa) in which the patient was implanted with a gore® excluder® aaa endoprosthesis trunk ipsilateral leg component that was extended with a gore® excluder® iliac branch endoprosthesis on the left and with a gore® excluder® aaa contralateral leg endoprosthesis on the right side of the patient. As reported, with disease progression the right common iliac became aneurysmal. On (B)(6) 2022 the patient underwent a reintervention in which a gore® excluder® iliac branch endoprosthesis was added down the right side of the patient. There was no obvious endoleak that communicated with the aaa. The physician felt that the aaa had grown and the right common iliac artery had definitely grown. As reported, the reintervention procedure went well, the patient tolerated the procedure and was discharged on (B)(6) 2022. Serial numbers for devices implanted in 2016 were obtained. It was unclear which of the two gore® excluder® aaa contralateral leg endoprosthesis acted as the bridge for the ibe and which was extended down the right side. Imaging was taken prior to the reintervention and these images were shared for evaluation. According to the imaging evaluation conducted disease progression could not be determined with one time-point. Presence of any endoleaks could not be observed with the provided images.

Manufacturer narrative:
H6: updated investigation conclusion to include only code 50.